Event description:
It was reported that the patient lost consciousness in 2008. The pacemaker was checked and normal operation was found. The following month, the patient had another unconscious episode. He was checked by a cardiolo- gist and told that the pacemaker was not functioning for a few seconds which could not be detected by interrogation. The patient was to be scheduled for a complete examination of his pacemaker system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.